Event description:
It was reported that there was decline in pt's hearing performance since (B)(6), 2013. The pt was re-implanted on (B)(6), 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.